Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. Service evaluation conducted flow rate testing with 100ml/hr and 125ml/hr for one hour each for each flow rate testing. Based on the evaluation results the percentage errors for the 100ml/hr testing was -1.967%, and for the 125ml/hr testing the percentage error was -2.4408%. Both percentage errors are within the plus or minus 5 percent specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during therapy in the infusion center. The device was programmed to infuse 538.88 milliliters of paclitaxel at a flow rate of 179.44 milliliters per hour, 230 milligrams dosage. A three-hour infusion with a stated volume of 538.33 and pump volume of 645. There was no known patient injury or medical intervention associated with this event. No additional information is available.